Event description:
Patient has reported "I have implants and I need to make a claim on them as I have capsular contracture". Unknown if device has been explanted. This case relates to an unknown side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.